Event description:
Critical report states that the patient was revised to address a periprosthetic femoral fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.